Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 750 hematology analyzer was giving no retic results (retic voteout/incomplete computation) and ++++ for retic backgrounds (values that are above the operating range are inhibited, and the value is replaced by pluses +++++). The customer also found a leak of about 5ml clear fluid near the manual sampling probe. The customer could not locate the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injury or exposure was reported and medical attention was not sought. No patient results were affected by this event.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found the instrument giving retic voteouts and found the pinch valve pv53b borken thereby preventing the retic chamber from venting when it's running the sample. Fse replaced the pinch valve and performed a workstation software upgrade. The root cause for the leak is attributed to the broken pinch valve pv53b.(B)(4).